Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was prepared ready for insertion and a versacross dilator was inserted. Faradrive was advanced over the versacross wire. Once the versacross dilator and wire were removed and aspiration was performed, air entered the system with the side port valve. Aspiration was repeated many times. Pressure bag was used for the irrigation of sheath. Bubbles were noted in the flush port and side arm. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.